Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of life (eol) level upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient was lost to follow-up due to being in a nursing home and it was discovered that the device exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.